Event description:
On (B)(6) 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on (B)(6) 2008. During the procedure, the water temp increased over 50 right away and tried resetting the device. The physician then tried cleaning the leads with alcohol wipes and attempted to restart again without success. The kit was replaced and they completed the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual and functional examination of a prolieve heat exchanger (hxc), revealed no anomalies. However, upon further analysis when the cartridge was inserted at a slight tilt and the error was duplicated. Therefore, it was confirmed if the heat exchanger is not properly inserted into the console, the device will not give the correct reading. A review of the device history record for the prolieve (B)(4) contained in the prolieve thermodilatation kit was performed; no anomalies were noted. (B)(4).